Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were detected. The drain bag was easily detached from the cassette cover due to saturation. The sample was tested using the console and it primed and tuned with the ozil handpiece, the air bypass system (abs) tip and infusion sleeve from the lab stock successfully. Vacuum and aspiration were tested at appropriate settings and met specifications. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration line and fluidics management system (fms) became full of air and aspiration did not work. The product was replaced and the procedure was completed.there was no patient harm.